Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box which contains forty-eight (48) clearlink system continu-flo solution sets with duo-vent spike were incorrectly placed with a clearlink system continu-flo solution set. The reporter stated that although the products are packaged in identical packaging, they are two very different products. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the two (2) samples were provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed a box containing 48 clearlink system continu - flo solution sets with duo-vent spike and one clearlink system continue-flo solution set that was incorrectly placed. The reported condition was verified. The cause of the condition was due to the distribution process or handling of the product; a shipping or packaging issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.